Event description:
The customer reported to olympus the cf-hq190l scope had a 360-degree rip all around on the outside sheath coating of the endoscope. When this was discovered, the diagnostic colonoscopy was cancelled due to the potential harm to the patient. There were no error messages noted. When the procedure was aborted, the patient was transported and admitted to the hospital for monitoring, evaluation, and surgery consultation. The initially planned procedure was not completed once admitted to the hospital and remained cancelled. It was unknown if the extended hospitalization was a result of the damaged device or patient factors. The patient was discharged without complication and in normal conditions within seven days of admittance.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This event is being reported by the importer on medical device report 2429304-2023-00295.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide a correction to the initial h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned for evaluation and a specific root cause of the suggested event could not be identified with the information received. The event can be prevented by following the instructions for use which state: - prohibition of improper repair and modification- "this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.